Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump receiving pump error 4, pump error 53, prime/fill anomaly, and failed battery test alarms. Pump successfully downloaded traces and history file using thus. Pump passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No prime/fill anomaly noted during testing. No failed battery test alerts noted during testing or when inserting a new battery. Failed battery test alerts noted in the pump trace/history files on (B)(6) 2021 at 11:48am. ¿pump error 53(line number 3537 file number 26) confirmed in the pump history/trace files on (B)(6) 2021 at 11:48am. Pump error 4 confirmed in the pump history/trace files on (B)(6) 2021 at 11:48am. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Failed battery test alerts not confirmed during testing or when inserting a new battery. Prime/fill anomaly not confirmed during testing. Pump error 53(line number 3537 file number 26) and pump error 4 alarms confirmed in the pump history/trace files on (B)(6) 2021 due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had received multiple pump errors. Insulin was squirting out while priming. Customer was able to clear the alarm but did not receive request to rewind. Insulin pump had received battery failed alarm and passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.